Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the lens in three pieces. The optic had been torn in half. Both haptic plates with arms have been torn off and missing. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted and replaced approximately 6 weeks post implant in the patient¿s left eye due to anterior vault and power shift. The intended target was -1.00 and the intraocular pressure (iop) one day post-surgery was 12mmhg. Reportedly, the lens was repositioned 4 weeks post-op without success. Subsequently, the 26.5 diopter lens was exchanged for a 24 diopter lens of the same model. In the physician¿s opinion, the cause of the event was ¿lens vault and patient anatomy¿. Patient current prognosis described as ¿patient doing well with lens exchange, no vault and on target¿.